Event description:
It was reported that the patient underwent an initial unknown total hip replacement performed. Subsequently, it was reported the patient was revised due to pseudotumor with metallic debris nearly eighteen years post implantation. No further details or outcomes have been provided.

Manufacturer narrative:
(B)(4). 15-105058 m2a 1 pc shell 38mmx52mm 300490 foreign: italy customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Proposed component code: mechanical (g04) - head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification provided is not valid. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial unknown total hip replacement performed. Subsequently, it was reported the patient was revised due to pseudotumor with metallic debris. The shell and head were explanted. An unknown liner, shell and head were implanted. An unknown stem was retained. No further details or outcomes have been provided. A definitive root cause cannot be determined. Based on the medical records, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.